Event description:
It was reported that the 9800 system had poor image quality with too dark images and a line in the middle of the image. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cable was repaired and the image processor, video controller, and display adaptor were replaced during the service call. The system was tested and found to be working as intended and put back into service.